Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm, failed battery test and clock anomaly. Troubleshoot was not performed. The insulin pump had physical damage. Customer cannot recall their blood glucose reading. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratched cd window. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No failed battery alarm noted. No excessive no delivery alarm noted during the testing. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly.